Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the zero adjustment of the proximal pressure sensor failed. There was no patient involvement at the time of the reported issue. There was no report of patient or user harm. The authorized service provider (asp) evaluated the device and confirmed the reported problem. It was observed that the gas delivery system (gds), v60 module failed. The asp replaced the gds module. The device passed the required performance verification tests per philips standards and was returned to service.